Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head of toothbrush is loose and keeps falling off as brushing. No adverse event. Case description: a (B)(6) consumer reported that while using an oral-b professional care rechargeable toothbrush, the oral-b brushhead, version unk was loose and kept falling off. No symptoms developed.